Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information obtained from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. It is likely that the event occurred due to failure of the printed circuit board. However, olympus could not identify a definitive root cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during preparation for use and the intended procedure was completed using a different monitor.

Event description:
It was reported, that the high-definition liquid crystal display monitor had exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.